Event description:
St. Jude medical, mechanical heart valve sjm regent 21 mm valve was being placed in pt's aortic valve. The device had been sutured and ready for seating, when the one of the two leaflets displaced into the left ventricle. The leaflet was intact and removed. The sjm regent mechanical valve was removed and another successfully placed. No pt harm noted.